Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested a getinge service territory manager (stm) to evaluate the iabp. The customer biomed evaluated the iabp and it was returned to service. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) generated a "leak in iab circuit" alarm; no blood was noted in the tubing. The iabp was switched out without issue to continue therapy and was sent to the biomed. There was no patient harm and no adverse event reported.